Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. When opening the device kit, the physician noted that the tip of the conductive plastic was semi broken. It was not reported how the procedure was completed. There were no adverser patient consequences reported.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the needle was bent at the extremity.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.